Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification occurred. On (B)(6) 2024, it was reported that the patient experienced a hypoglycemic event. The patient reported that they forced the app to close, and that they did not get any notifications after that from the app. The patient experienced a hypoglycemic event, cramps which were clarified as some kind of a seizure, and an ambulance was called. No medical intervention was needed, but the patient was given apple juice. When a fingerstick was taken the blood glucose reading was 50 mg/dl, it is not known what the cgm reading was at that moment. It was reported that the patient did not need to be taken to the hospital. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.